Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and right common iliac aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. Currently the left common iliac artery aneurysm is 46 mm in diameter. At the time of the original implant for treatment of the right common iliac aneurysm, the right hypogastric was embolized. It was reported that the patient recently presented with pain. A CT was done to evaluate the pain. The CT revealed disease progression had occurred in the left common iliac seal zone and now a 46mm left cia aneurysm was present. Hypogastric embolization was done to the left internal iliac artery and a 16/13/124 endurant limb was placed from the flow divider of the aneurx into the left cia aneurysm. That limb was extended with an endurant 13/13/82 limb into the left external iliac artery and the left cia aneurysm was sealed off successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).